Event description:
It was reported that during a knee procedure using an super multivac 50 with integrated cable wand, the pt sustained a burn under the drapes and co-brand wrapping around the surgical site. No further details were provided regarding the procedure, the severity of the burn or any treatment administered, however, no further pt complications have been reported.